Event description:
Related to MFR report# 2183959-2012-00126. On or about (B)(6) 2007 the pt was implanted with an ams perigee graft with the intention of treating the pt for pelvic organ prolapse. It was reported that the pt has "suffered serious bodily injuries, including but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, add'l surgery and other injuries." It was also reported that the pt experienced a physical pain and suffering and has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.